Event description:
Customer reported receiving a motor error alarm. Customer stated that they replaced the batteries and now the insulin pump does not come back on. Customer also reported dropping the insulin pump. Customer's current blood glucose reading is 187 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had blank display due to broken solder joint and lifted traces on the interface board. Unable to test for motor error due to blank display. The device had minor scratched display window, cracked case at display window corner, scratched keypad overlay, scratched reservoir tube window and cracked reservoir tube lip. The motor was tested outside of the device and passed.